Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2015 with the following findings: investigation revealed that the display was blank. The pump was opened and the display screen was found to be cracked. Further testing was not able to be performed due to the blank display. Unrelated to the blank display screen issue, investigation revealed that the pump case was cracked in the right corner between the display lens and pump seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was blank due to a cracked display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/19/2015.

Manufacturer narrative:
(B)(4).